Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used during a bile duct dilatation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the rx tunnel detached from the catheter into the bile duct of the patient. The detached piece was successfully retrieved using a metal stent, which was used as an extension tool, and two additional guidewires. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: device code 2907 captures the reportable issue of rx tunnel detached. Block h10: investigation result: a visual examination of the returned complaint device found the balloon did not show visual defects and looked normal. The rx tunnel of the device was noted to be detached, thereby confirming the reported event. The most probable root cause is manufacturing deficiency, as the reported failure was traced to the manufacturing process. An investigation to address this issue has been completed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used during a bile duct dilatation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the rx tunnel detached from the catheter into the bile duct of the patient. The detached piece was successfully retrieved using a metal stent, which was used as an extension tool, and two additional guidewires. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications as a result of this event.